Event description:
The customer reported the system continued to fluoro after the foot pedal was released. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the monoblock tube controller board needs to be replaced. The part is on order, and it is anticipated that replacement of this part will restore the system to operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.